Event description:
Anaesthesia rachidian (spinal) for a caesarian. Puncture difficult because the needle stumbled over a bone. The user removed the unit and took another one. At the introduction of the new one, he felt again an osseous contact. During the removal of the needle along with the introducer, the user noticed that 3 cm of the needle was missing. On the radiography, the needle stuck into the bone and is twisted. (Vertebra l4). The user thinks that the shock against the bone twisted the needle and that during the removal, the needle was cut by the bevel of the introducer. According to the surgeon, as the needle is well planted in the bone, he would rather not remove it.

Manufacturer narrative:
One sample received for evaluation. A review of the complaint database did not reveal any other incidents of this nature with this lot of product. The sample was sent to our microscopy lab for sem analysis to determine the cause of the breakage. Per the lab evaluation: "the returned hub and remaining portion of the spinal needle were microscopically examined and characteristics observed included a residual bend, compressive stress cracks, and tubing ovality, a deformation from the normal circular cross section of the cannula. Together in context these observations support a bending restraightening mode of failure. This mode of failure appears consistent with the reported usage and no indications of mfg related issues are noted." The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.